Event description:
Patients pump was locked and couldn't be programmed. Reprogrammed pump but pump wouldn't stop alarming. Sent patient replacement pump. No other information available. New pump sent to patient. Is the actual device available to be returned for investigation: yes. Dose or amount: 56 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2017 to present.